Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor screen was black and would not power up. The user proceeded with the case without the use of the monitor. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.